Event description:
Caller reported that the pump displayed a reset screen unexpectedly. There was no adverse impact to the customer's blood glucose level. Technical support informed the caller that the reset was a built-in safety feature to ensure pump performance, and the pump was functioning as intended. The caller was educated on resetting dexcom cgm sessions and reloading cartridges when the pump is reset. Understanding and acknowledgment were confirmed, and the customer successfully resumed insulin.